Manufacturer narrative:
It was reported that the citadel bed buttons were not working correctly. During the onsite visit, the staff member along with the patient's family stated that the bed started to move up and down on its own. The patient was on the bed during the event, but no injury was claimed. During the device inspection performed by the arjo representative after the event, the complained malfunction (the bed moved up and down, without any command given) was not recreated, and the customer's allegation was not confirmed. The service technician replaced the patient's right body side rail due to the glitching and the left head end side rail due to the wires cut. Following the information gathered, the wires cut on the safety side panel might have affected the bed movement, however, this hypothesis cannot be confirmed. The review of complaints (related to the unintended movement) revealed that the bed movement might have been caused by accidental activation of the control buttons. This is in line with the information from the nurse, that "the patient's parents were messing with the buttons". It might have affected the bed movement, however, this hypothesis also cannot be confirmed. To sum up, the root cause was not established as the claimed issue was not duplicated. Arjo device failed to meet its performance specification since the bed moved unintended. This complaint is deemed reportable due to the allegation of an unintended movement.

Manufacturer narrative:
The investigation is still on-going. Further information will be available in the final report.

Event description:
It was claimed that the citadel bed buttons were not working correctly. During the onsite visit the staff member along with the patient's family stated that the bed started to raised up and move on its own. No injury was claimed. The claimed movement was not recreated in arjo service center. Service technician replaced patient right body side rail due to glitching and the left headend side rail due to the wires cut.

Manufacturer narrative:
The investigation is ongoing. Futher information will be provided upon the investigation completion.